Event description:
Customer called and stated that meter was reporting erratic results. Meter reported a result of 186mg/dl, compared to the paramedic's result of 49mg/dl. An eval was conducted over the phone, which determined that the system was performing within specifications.